Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. Due to the breakage of the bending tube, there was rattling at the connection between the bending tube and the tip. The flexible tube of the insertion section was crushed. Scratches were found throughout the device. Wrinkles were found on the insertion tube and video cable. The bending angle was insufficient due to the elongation of the angle wire. The video cable and video connector case was sticky. The video connector was discolored. The light guide (lg) connector was corroded. Corrosion was noted inside the lg cover glass which caused decrease in illumination light intensity. There was dirt on the video connector case. The label on the lg connector had come off. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The company representative reported, the loaner device (cysto-nephro videoscope) exhibited defects at bending section. The issue was detected during a diagnostic procedure (intravesical examination). There was no delay in the procedure and the procedure was completed with the same device. The device was returned and an inspection revealed, the forceps plug cap was scraped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the instrument channel port was scraped due stress, handling, or other factors. Olympus will continue to monitor field performance for this device.